Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a bolus wizard issue. Customer's blood glucose was unknown mg/dl. The customer stated that sometime when presses the b button to her blood glucose and prorgram a bolus, the device goes back to the blank screen. The customer was pressing the act button and not esc. The customer was offered to send a cot pump and she stated that she will speak to her doctor and call back.